Manufacturer narrative:
The investigation was completed. The device was returned and evaluated. The logs from the complaint date revealed that the console issued the purge disc not detected alarm several times and was unable to complete case wizard. The console was tested. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. The cause of the issue was a defective component (broken/missing purge flag). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller displayed a "purge disc not detected" error while setting up a new pump. There was no patient involvement noted.